Manufacturer narrative:
First, the manufacturing process of the device has been verified. The production documents show no abnormalities that might be related to the complaint. All manufacturing steps were performed correctly. Upon receipt of the pacemaker an electrical input control was performed. The device could be properly interrogated with a renamic. A subsequent evaluation of the ram showed that an increased current consumption during the period between (B)(6) 2015 occurred. The increased current consumption led to a brief drop in the battery voltage, which most likely contributed to a temporary lack of interrogation of the pacemaker. Further analysis showed that damaged memory content had been detected by the device. Generally, the device is able to detect damaged memory contents and repair them itself. The memory content on (B)(6) 2015, a day before the clinical observation, was repaired by a reset. The pacemaker's ability to provide therapy was tested. The anti-brady cardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specification in regard to its device functions. In a next step, the pacemaker was opened, and the components of the electronic module were inspected. The battery was still sufficiently charged. The pacemaker showed behavior according to specification in regard to its device functions. In summary, the analysis identified the pacemaker both a damaged memory contents as well as a short-term drop in the battery voltage, which led to a temporary lack of interrogation of the device. However, the cause could not be determined. It cannot be ruled out that the observed behavior may have been triggered by external influences such as strong electromagnetic radiation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an estimated implantation time of about 18 months, it was reported that the pacemaker could no longer be interrogated. It was explanted and returned to biotronik for analysis. No implant date was provided. No deterioration of the patient's state of health was reported. On 12/1/2015 - the implant date has been provided.